Event description:
It was reported a battery issue. When the device was plugged in the device display indicated that the device needed to be plugged in. Additionally, the device would indicate it needed to be plugged in with 30% power remaining. There was no patient involvement.

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had displayed plug in battery message was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.